Event description:
It was reported that the patient had an inappropriate shock during an aortic valve replacement surgery procedure. Technical services discussed the electrograms with the caller. The patient has since recovered and gone home. There were no additional adverse patient effects. The system remains implanted.